Event description:
It was reported to philips that the device not charging batteries when on truck. The field service engineer (fse) evaluated the device and confirmed it needs a power pca and a battery pca. Upon conclusion of the evaluation, it was determined that the power pca and a battery pca require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The system meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the device not charging batteries when on truck. There was no patient involvement.